Manufacturer narrative:
(B)(4). The root cause of the system error 2240 was an incomplete prime. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 that occurred on the homechoice (hc) during initial drain. The home patient (hp) stated that there were bubbles in the patient line. The patient was connected at the time of the alarm. The patient line had not been properly primed prior to connection. No patient extensions were in use. The technical service representative (tsr) had the hp cycle the power until the alarms were cleared. The tsr advised the hp to start over with new supplies. The hc was operational. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.